Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been explanted. The skin over the device was not intact, there was a mastoid fistula and the device had extruded through the skin behind the ear. The user will be reimplanted on (B)(6) 2026.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely implant exposure and infection at the implant site. Reportedly the recipient as a history of chronic ear disease. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection, however, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has been explanted. The skin over the device was not intact, there was a mastoid fistula and the device had extruded through the skin behind the ear. The user will be reimplanted.